Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the left axillary artery in a 63-year-old male patient with cardiomyopathy and a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Leaking was observed from between the 10mm gelweave graft and 23f sheath despite being locked with graft locks and two additional heavy ties. The patient survived to explant. Bleeding may be associated with access-site complications and graft interface issues.

Manufacturer narrative:
Updated b1 is product problem was omitted during initial report. Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the fluid leak from between the graft lock, introducer, and graft system was not determined due to no product returned and insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.